Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. Their blood glucose during the incident was 475 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer was on medication from surgery and had forgotten to bolus after lunch. The insulin pump will not be returned for analysis.